Manufacturer narrative:
All information reasonably known as of 12 july 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
Found leak at root of bronchial cuff.

Event description:
Found leak at root of bronchial cuff.

Manufacturer narrative:
All information reasonably known as of 12 july 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint 09988. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. The complaint reported a "leak found at the root of the bronchial cuff." An investigation was conducted based on the details provided, and it was confirmed that no patient was affected. A sample was received, and the leakage was confirmed. A lot number was not provided; therefore, the device history review could not be conducted. The root cause could not be determined. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the third complaint reported for part number I-pstdl-37 for "leaking." There were seven other complaints reported for part number I-pstdl-37 during the same timeframe. We will continue to monitor trends during our periodic complaint review meetings.